Event description:
It was reported (B)(6) 2006 that almost all impedance combinations were >4,000 ohms except for combinations 2-3, 1-2 and 1-3. Impedance testing was repeated at 3v and then all combinations were normal but patient was still not getting any stimulation with normal impedance combinations. Patient got faint stimulation with some combinations at 10.5v; they were to continue to try reprogramming. It was reported (B)(6) 2010 that there were readings of >4,000 ohms on some of the bipolar pairs. Patient was not feeling stimulation. There were no falls or trauma reported. On (B)(6) 2010, impedances were >4,000 ohms on some bipolar pairs. On (B)(6) 2010, the patient lost stimulation and battery capacity was only 93%. The lead was not working. The battery was not yet totally depleted, but decided to replace at the same time as catheter since near end of service (eos). The patient recovered without sequela.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.